Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable clamp tubing alarm and air in tubing. No patient was affected. No adverse effects were reported.